Event description:
Interoperatively, during the advancement of guidewire, the head of the shaft broke off mid-tibia. After trying to retrieve the head of the guidewire unsuccessfully, the surgeon advanced the using the flexible reamer to the point of fracture, at which time he made a 2nd incision & excised the head of the guidewire.